Manufacturer narrative:
(B)(4). S/w version: 4.11j, retainer ring: black. On (B)(6) 2022 the customer alleged charge/battery lasts less than expected. The test p-cap locks properly in place in the reservoir compartment noted. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) was within spec range, however the loaded voltage (loaded vlith) was not within spec range. In further full review in the pump history, these battery related alarms were found: replace battery alarm on (B)(6) 2022 at 17:00:00, replace battery now alarm on (B)(6) 2022 at 17:31:00, 17:41:00, power loss alarm on (B)(6) 2022 at 1:57:11. The pump passed the displacement test and sleep current test, however the pump failed the active current test due to high impedance and self test due to a pump error 63 alarm. No unexpected replace battery, replace battery now, nor power loss alarms during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no sleep current measurement test failure noted. Pump error 63 was found in the history file on (B)(6) 2022 at 07:27:32, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. Pump received with cracked battery tube threads, cracked case above arrow and battery icon, pillowing keypad overlay, and serial number label missing identified during the visual inspection. Customer alleged for charge/battery lasts less than expected was confirmed due to high impedance during active current measurement. Active current measurement test failure suspected to be in pcba 1. Pump error 63 alarm confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had issues with battery charge. Customer charge was lasting only few days and then only get 30 min alert to change battery. No harm requiring medical intervention was reported. The device will be returned for analysis.